Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. No lot release records were reviewed because no product lot number was reported. Omnipod insulin management system ¿ user guide: model: ust400, 17845-5a-aw rev b 09/17. Changing your pod: chapter 3 / pages 33; warning: check the infusion site after insertion to ensure that the cannula was properly inserted. If the cannula is not properly inserted, hyperglycemia may result.

Event description:
The mother of a patient reports while activating a pod on her son's arm he did not feel the cannula insert. Once the pod was removed from the infusion site the cannula was not visible and the pink slide had moved halfway forward. The pod was worn for less than an hour.